Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens case. Viscoelastic was dried on the lens. One haptic was broken in the gusset area (broken portion not returned). The optic was cut into two portions, typical of an insertion and removal. The anterior optic surface was split near the haptic/optic junction of the broken haptic. The posterior optic surface was cracked near the haptic/optic junction of the broken haptic. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The reported broken haptic damage was observed. The optic was cut into two pieces, typical of an insertion and removal. Additional lens damage was observed. The root cause cannot be determined for the reported complaint. The complaint was reported for a broken haptic when inserted into the eye. This information may suggest that the lens and/or handpiece plunger were not in an acceptable position for advancement, resulting in lens damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used in the cartridge. The IFU (instructions for use) instruct to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The company 20.5 diopter lens was removed and replaced with another company 25.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, observed broken haptic when inserted the lens. The lens was removed and replaced with same model company lens of the same power. The patient had no complications and no patient harm.